Event description:
It was reported that a spectrum pump was involved with an infiltration event on a pt. The injury consisted of "fluid in the arm." The event occurred in the ICU east care area.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.